Manufacturer narrative:
Resolution and disposition: the international service technician replaced the touchscreen to resolve the touchscreen failure.

Event description:
Customer sent the v60 device to the international service center for routine periodic maintenance. The service technician during service identified the touchscreen did not respond properly. There was no patient involvement.